Event description:
Boston scientific received information that a latitude alert was issued for a high left ventricular (lv) pacing impedance measurement of greater than 2000 ohms detected by this cardiac resynchronization therapy defibrillator. A device check found no other out-of-range measurements and noted nothing abnormal.

Event description:
Subsequently additional information has been received from the local sales representative stating that another latitude yellow alert was received. The impedances remain greater than 2,000 ohms indicating a possible lead fracture. There is normal capture with the lv lead. The sales representative states that the physician will follow the patient and there will be no intervention. No adverse patient effects reported.

Manufacturer narrative:
No adverse patient effects were reported as a result of this event. Available information suggests that the device remains in service at this time, with the physician continuing to monitor the situation. This event will be updated if any additional information becomes available.